Event description:
Customer reported that she experienced high blood glucose over 600 mg/dl; treated with manual injection. She experienced excessive thirst and pain on the upper part of arms and chest. Customer stated she could not locate the drive support cap to check for damage. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date and basal rates are set up correctly and bolus wizard settings are unknown. Off no power and no delivery alarms found in the alarm history. Customer removed the infusion set and the cannula was bent. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.